Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, an elective replacement indicator alert for the implantable cardioverter defibrillator(ICD) was received that was alleged to be false as the ICD was still able to deliver appropriate shocks. No changes or interventions were performed. The patient was in stable condition.